Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter displayed a "low battery" meter message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6), 2011 at an unknown time. The patient reported he manages her diabetes with diet and exercise. The patient reported that on (B)(6), 2011 at approximately the same time as the issue occurred he felt "shaky". The patient reported that no treatment was required. The cca noted that during troubleshooting, there was unspecified misuse of the subject. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on 11/23/2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.